Manufacturer narrative:
The device with the lens was returned in the opened blister tray. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced beyond mid-nozzle and has overrode the lens. The lens was located in the lens loading area. The trailing haptic is folded onto the optic along the left side of the plunger. The leading haptic was slightly extended. The plunger override was most likely interpreted as the reported complaint. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. A plunger override was observed. The lens is still within the lens loading area. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the intraocular lens (iol) did not fold and got stuck during an intraocular lens procedure. An alternate iol was used and the procedure was completed without patient harm.